Event description:
A physician reported that during an intraocular lens (iol)implantation procedure, usually physician fold the iol in half by forceps, but when implanted it, the iol was stuck together, and when it was released, it rubbed the endothelium. The surgery was completed without product replacement. Physician was worried because the patient's visual acuity was less than 0.1 the day after the surgery, but a few days it was 1.0. Physician said that the quality of the lens was poor and it hasn't occurred before, and thought that the lens was the cause. No patient harm was reported. The sample was not available as it still remained in the patient's eye. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation.the product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. Information was provided that the surgeon folds the iol in half by forceps. The issue may have occurred due to inadequate viscoelastic being placed on the surface of the lens before folding. The lens remains implanted. Patient recovered 1.0 visual acuity. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).